Manufacturer narrative:
Technical found the brake caster supports were broken and the main bearing as well. The technician replaced the brake caster supports, the main bearing and the brake switch to resolve the issue.

Event description:
Technician alleged the brakes are not holding. No patient impact.